Manufacturer narrative:
The customer reported condition of burr device fell out of the attachment device was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device reflected heat in the elbow with a reading of 104 degrees fahrenheit which was greater than the manufacturers' specification (104 degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit). It was further determined that the device reflected heat at the base with a reading of 106 degrees fahrenheit which was greater than the manufacturers' specification (106 degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit). It was further observed that the bearings and gears were worn out in the back end and mid-section. It was determined that the buildup of corrosion on the worn out bearings and gears in the back end and mid-section was consistent with creating heat from normal use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings and gears from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the burr device fell out of the attachment device. During in-house engineering evaluation, it was observed that the device reflected heat in the elbow with a reading of 104 degrees fahrenheit which was greater than the manufacturers' specification (104 degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit). It was further determined that the device reflected heat at the base with a reading of 106 degrees fahrenheit which was greater than the manufacturers' specification (106 degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit). The event was not reported to have occurred during surgery. There were no delays reported. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.